Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the device was lodged in her fallopian tube / the outline of the essure device can be seen at the proximal third of the right fallopian tube, without it coming out of the wall.') And pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (daughters) and herpes on lip. She did not suffer persisting symptoms such as leg heaviness, allergic dermatitis, constant headaches, abdominal pain, etc. Before the insertion of the devices. In 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("intense pan") and complication of device insertion ("the right device could not be inserted correctly, removed"). In 2009, the patient experienced pelvic pain (seriousness criterion intervention required), gastrointestinal disorder ("digestive tract disorders"), hypersensitivity ("allergic reaction"), dermatitis allergic ("allergic dermatitis on scalp, itchy"), tension headache ("constant headaches on both sides of her head, tension headaches"), neck pain ("neck pain on both sides"), peripheral swelling ("swelling in legs"), limb discomfort ("leg heaviness"), swelling ("swelling"), insomnia ("insomnia") and menometrorrhagia ("excessive bleeding, increased metrorrhagia, menstrual bleeding every 15 days") and was found to have weight increased ("leading to exacerbated weight gain"). In 2014, the patient experienced alopecia ("severe alopecia, patches getting progressively worse"), asthenia ("asthenia") and fatigue ("severe generalized tiredness"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to titanium"). In (B)(6) 2018, the patient experienced rectal haemorrhage ("rectorrhagia present in all bowel movements"). On (B)(6) 2019, the patient experienced fibromyalgia ("followed up for fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criterion intervention required) with abdominal pain lower, abdominal distension ("abdominal swelling sensation"), erosive duodenitis ("erosive duodenitis"), diarrhoea ("diarrhoea without blood, mucous, or pus"), pain in extremity ("pain in lower limbs, without a triggering cause, unrelated to physical exercise, sharp intermittent pain in hands and arms"), arthralgia ("arthralgia"), back pain ("low back pain"), dyspepsia ("bad digestion with dietary abuses persisted") and poor quality sleep ("sleep is not restful"). The patient was treated with physical therapy (long elastic compression stockings for both legs) and surgery (laparoscopic bilateral salpingectomy for essure removal (B)(6) 2018). At the time of the report, the embedded device, pelvic pain, erosive duodenitis, rectal haemorrhage, gastrointestinal disorder, diarrhoea, hypersensitivity, allergy to metals, dermatitis allergic, alopecia, weight increased, asthenia, pain in extremity, peripheral swelling, back pain, dyspepsia, swelling, fatigue, poor quality sleep, insomnia and menometrorrhagia outcome was unknown, the complication of device insertion, tension headache, neck pain, arthralgia and limb discomfort had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, asthenia, back pain, complication of device insertion, dermatitis allergic, diarrhoea, dyspepsia, embedded device, erosive duodenitis, fatigue, fibromyalgia, gastrointestinal disorder, hypersensitivity, insomnia, limb discomfort, menometrorrhagia, neck pain, pain in extremity, pelvic pain, peripheral swelling, poor quality sleep, procedural pain, rectal haemorrhage, swelling, tension headache and weight increased to be related to essure. The reporter commented: essure device migrated/broke inside women¿s bodies and/or perforated their internal organs, as it occurred in the case at hand. On (B)(6) 2009, insertion of the left essure device uneventfully, the right device could not be inserted, correctly. Patient began experiencing intense pain, so it was decided to remove the device and schedule an appointment on (B)(6) 2009, to reattempt the insertion of the right device. Since the insertion, she not only suffered gynaecological symptoms but also gastrointestinal and dermatological ones. She did not suffer these symptoms before essure insertion, and they have disappeared after its removal. On (B)(6) 2018, medical records noted, she currently has two types of condition: abdominal hypogastric pain that I believe is related to the essure devices and dyspepsia, which is likely due to functional causes¿. The patient continued going to gastroenterology appointments on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018. Teacher; on sick leave since(B)(6) 2018. Essure removed on (B)(6) 2018. Patient had requested the intervention to be filmed and for the devices to be personally handed to her. The right device was lodged in her fallopian tube, which was causing the abdominal pain. After the removal of the essure devices, patient noticed a considerable improvement since her arthralgia and tiredness have gone away, but she started experiencing very frequent, irregular menstrual bleeding. The abdominal swelling sensation has lessened. One moth after removal she had abdominal pain, rectorrhea with all bowel movements. She suffered from erosive duodenitis, pathology results pending. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: skin testing : negative; no contact allergy for nickel, an essure component; on (B)(6) 2018: melissa test: allergy to titanium dioxide. Hysteroscopy - on (B)(6) 2009: insertion of left essure device uneventful, the right device could not be inserted correctly, removed due to pain; on (B)(6) 2009: procedure: local cervical anaesthesia. Entry through cavity. Left essure observed in correct position. Right essure insertion uneventful. Laparoscopy - on (B)(6) 2018: right adnexa: normal. The outline of the essure device can be seen at the proximal third of the right fallopian tube, without it coming out of the wall. Scan lymph nodes - on (B)(6) 2011: of lower limbs: right lower limb showed mild lymph node hypoplasia with moderate circulatory disorder. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the device was lodged in her fallopian tube / the outline of the essure device can be seen at the proximal third of the right fallopian tube, without it coming out of the wall.') And pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (daughters) and (B)(6) on lip. She did not suffer persisting symptoms such as leg heaviness, allergic dermatitis, constant headaches, abdominal pain, etc. Before the insertion of the devices. In 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("intense pan") and complication of device insertion ("the right device could not be inserted correctly, removed"). In 2009, the patient experienced pelvic pain (seriousness criterion intervention required), gastrointestinal disorder ("digestive tract disorders"), hypersensitivity ("allergic reaction"), dermatitis allergic ("allergic dermatitis on scalp, itchy"), tension headache ("constant headaches on both sides of her head, tension headaches"), neck pain ("neck pain on both sides"), peripheral swelling ("swelling in legs"), limb discomfort ("leg heaviness"), swelling ("swelling"), insomnia ("insomnia") and menometrorrhagia ("excessive bleeding, increased metrorrhagia, menstrual bleeding every 15 days") and was found to have weight increased ("leading to exacerbated weight gain"). In 2014, the patient experienced alopecia ("severe alopecia, patches getting progressively worse"), asthenia ("asthenia") and fatigue ("severe generalized tiredness"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy to titanium"). In (B)(6) 2018, the patient experienced rectal haemorrhage ("rectorrhagia present in all bowel movements"). On (B)(6) 2019, the patient experienced fibromyalgia ("followed up for fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criterion intervention required) with abdominal pain lower, abdominal distension ("abdominal swelling sensation"), erosive duodenitis ("erosive duodenitis"), diarrhoea ("diarrhoea without blood, mucous, or pus"), pain in extremity ("pain in lower limbs, without a triggering cause, unrelated to physical exercise, sharp intermittent pain in hands and arms"), arthralgia ("arthralgia"), back pain ("low back pain"), dyspepsia ("bad digestion with dietary abuses persisted") and poor quality sleep ("sleep is not restful"). The patient was treated with physical therapy (long elastic compression stockings for both legs) and surgery (laparoscopic bilateral salpingectomy for essure removal (B)(6) 2018). At the time of the report, the embedded device, pelvic pain, erosive duodenitis, rectal haemorrhage, gastrointestinal disorder, diarrhoea, hypersensitivity, allergy to metals, dermatitis allergic, alopecia, weight increased, asthenia, pain in extremity, peripheral swelling, back pain, dyspepsia, swelling, fatigue, poor quality sleep, insomnia and menometrorrhagia outcome was unknown, the complication of device insertion, tension headache, neck pain, arthralgia and limb discomfort had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, asthenia, back pain, complication of device insertion, dermatitis allergic, diarrhoea, dyspepsia, embedded device, erosive duodenitis, fatigue, fibromyalgia, gastrointestinal disorder, hypersensitivity, insomnia, limb discomfort, menometrorrhagia, neck pain, pain in extremity, pelvic pain, peripheral swelling, poor quality sleep, procedural pain, rectal haemorrhage, swelling, tension headache and weight increased to be related to essure. The reporter commented: essure device migrated/broke inside women¿s bodies and/or perforated their internal organs, as it occurred in the case at hand. On (B)(6) 2009, insertion of the left essure device uneventfully, the right device could not be inserted, correctly. Patient began experiencing intense pain, so it was decided to remove the device and schedule an appointment on (B)(6) 2009, to reattempt the insertion of the right device. Since the insertion, she not only suffered gynaecological symptoms but also gastrointestinal and dermatological ones. She did not suffer these symptoms before essure insertion, and they have disappeared after its removal. On (B)(6) 2018, medical records noted, she currently has two types of condition: abdominal hypogastric pain that I believe is related to the essure devices and dyspepsia, which is likely due to functional causes¿. The patient continued going to gastroenterology appointments on (B)(6) 2018. Teacher; on sick leave since (B)(6) 2018. Essure removed on (B)(6) 2018. Patient had requested the intervention to be filmed and for the devices to be personally handed to her. The right device was lodged in her fallopian tube, which was causing the abdominal pain. After the removal of the essure devices, patient noticed a considerable improvement since her arthralgia and tiredness have gone away, but she started experiencing very frequent, irregular menstrual bleeding. The abdominal swelling sensation has lessened. One month after removal she had abdominal pain, rectorrhea with all bowel movements. She suffered from erosive duodenitis, pathology results pending. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: skin testing: negative; no contact allergy for nickel, an essure component; on (B)(6) 2018: melissa test: allergy to titanium dioxide. Hysteroscopy - on (B)(6) 2009: insertion of left essure device uneventful, the right device could not be inserted correctly, removed due to pain; on (B)(6) 2009: procedure: local cervical anaesthesia. Entry through cavity. Left essure observed in correct position. Right essure insertion uneventful. Laparoscopy - on (B)(6) 2018: right adnexa: normal. The outline of the essure device can be seen at the proximal third of the right fallopian tube, without it coming out of the wall. Scan lymph nodes - on (B)(6) 2011: of lower limbs: right lower limb showed mild lymph node hypoplasia with moderate circulatory disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.